Manufacturer narrative:
The insulin pump was received with broken off the end cap and minor scratched lcd window.

Event description:
The customer's mother reported via phone call that the end cap had a crack. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the insulin pump was dropped. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.